Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. Patient alleged having headaches. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously received information alleging an issue related to a bipap device's sound abatement foam. Patient alleged having headaches. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The manufacturer powered on the device using a known good pil power cord and pil power supply and verified airflow. The device's downloaded event log was reviewed by the manufacturer and found one instance of error code e-56. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown. Section d9, g3 and h6 has been updated in this report.